Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father was reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 418 mg/dl. Customer also stated sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was not suspended due to sensor glucose values. The customer was treated with bolus. The device will not be returned for analysis.